Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was (cloudy). The reporter alleged that there was moisture behind the display and in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:during investigation, the display was found to be clear and legible. The orginal complaint of a coudy display was unable to be confirmed. Moisture corrosion was observed in the battery compartment with leaks. The pump was opened to find moisture damage on the printed circuit board.

Manufacturer narrative:
Follow-up #2: date of submission 08/31/2016 -correction: date of submission of follow up #1 3500a supplemental should have been 08/31/2016.